Manufacturer narrative:
Date of event: it was noted the family member said the red spot was about a week before (B)(6) 2020. The exact date of the event is unknown. Based on information provided, it cannot be determined that the alleged abscess/infection is related to the activ.a.c.¿ therapy system. It is unknown if medical or surgical intervention was required. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 11-mar-2020, the following information was reported to kci by the home health nurse: v.a.c.® therapy was placed on hold allegedly due to infection. Per a review of kci records received on 25-mar-2020: on (B)(6) 2020, it was noted the patient presented to office with abscess and the family member reported the patient developed a red spot on right upper lateral leg about a week before. V.a.c.® therapy was resumed on (B)(6) 2020. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined that the alleged abscess/infection is related to the activ.a.c.¿ therapy system.

Event description:
On 13-jan-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 21-apr-2020, the device was tested per quality control procedure by kci quality engineer and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.